Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device did not recognize a patient was attached and charged to perform the overnight readiness test. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log showed the device was on during the scheduled readiness test at midnight, so the device attempted to complete the missed self-test during the device's next power cycle. The device failed the readiness test due to the device being configured to CPR/mwp/complete while recording that external paddles were connected. There is no evidence of a shock to the patient on the reported event date. The device appears to be working as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.